Event description:
Device failed to read cardiac rhythm, convert to pads and deliver shock to pt. The pt was in v-fib and this was a witnessed cardiac arrest with CPR started immediately. Another mrx had to be used.